Event description:
It was reported that patient went to clinic due to hvli out of range alert. The lead was explanted and replaced.

Manufacturer narrative:
The reported event could not be verified. A partial lead measuring 56.5cm was returned. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.